Event description:
It was reported that during a common bile duct stenting treatment procedure, wallstent "shrinking" was encountered. The customer stated that "the common bile duct was stented with wallstent biliary. After that, the right side branch was stented with wallstent uni to form a "three" with one branch leeping out through one mesh from the biliary wallstent. After a while the wallstent uni was "shrinking" in to the biliary wallstent. The procedure was finished with stenting, with one (didacted) stent on the right side branch, and during the procedure the whole biliary stent had been drawn a bit to distally, due to endoscopicaly having to remove one balloon that got stucked below the stent, so one (didacted) stent was stented on the left branch to extend the biliary wallstent. Finally there was good flow in the biliary duct." It was further reported that both the left and the right ductus hepaticus and proximal ductus hepaticus comm were 100% stenotic prior to drainage. The pt experienced signs of jaundice, tumor growth, and elevated serum bilirubin levels to 400 micromol/l prior to drainage, then 113 micromol/l after drainage procedure. After the stenting procedure, good flow was established. The pt's bilirubin level was 80 micromol/l one week later, resulting in discharge from hosp to primary health care. Current pt status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.